Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed the device rebooted unexpectedly. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the ac power connector on the o2 and power bracket assembly was damaged/broken. Ventec replaced the o2 and power bracket assembly to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was a broken/damaged ac power connector on the o2 and power bracket assembly.